Event description:
It was reported that during a percutaneous transluminal angioplasty, a shaft separation occured. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was used to dilate the target lesion. During preparation, the device separated at mid of shaft when it was removed from the case. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned unit confirmed a shaft detachment at 25.5cm from the catheter tip. Stretching was present from 24.5cm to 25cm from the catheter tip. The balloon protector was returned on the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however during returned device analysis strong force was required to remove the balloon protector from the balloon. Two attempts were made before the protector cap came off the balloon. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a shaft separation occured. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was used to dilate the target lesion. During preparation, the device separated at mid of shaft when it was removed from the case. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).